Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint leak in iab circuit, unable to duplicate the issue by fse, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723 2026 0001995 in your database.

Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint leak in iab circuit, unable to duplicate the issue by fse, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723 2026 0001995 in your database.

Manufacturer narrative:
Due to characterization limit, e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) unit is alarming, augmentation below set limit and message log as leak in iab circuit. There was no patient harm or injury reported.